Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using a test battery and pads without duplicating the report. The device was recertified and returned to the customer. The pads and battery used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.